Manufacturer narrative:
There was no button response and button error alarms due to corroded keypad traces. The displacement, prime, basic occlusion, occlusion and no delivery test were unable to be conducted due to no button response. The pump had cracked reservoir tube lip and scratched lcd window.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 540mg/dl. The customer states they treated with manual injection. The customer states they are unable to clear the alarm, and the buttons are unresponsive. The customer's blood glucose level was 128mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.